Event description:
Per the audiologist, the pt reported non-auditory stimulation ( double vision, tongue and jaw stimulation), but no auditory stimulation when the cochlear implant system was activated. An x-ray showed the electrode array was not in the cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report is a final. This type of event is addressed in the device labeling.